Manufacturer narrative:
H10: the file is no longer reportable, however, since an MDR was already submitted, the file will remain reportable as a malfunction. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stone basket was very long and did not had enough space to work in the ureter resulting the user to utilize another basket. There was problem in opening or closing the stone basket when the product was out of patient. The nurse observed the basket came out of the handle and the user did not turn on the screws present in it. Per follow up on 02oct2020, it was reported that stone basket was functioning properly. Later the first stone basket was removed, and another stone basket was used. When the basket came out of the patient, the nurse noted that the basket was out of the handle and length of the product was too long. It was noted that basket was coming out of the green sheath, but the doctor did not observe it during the procedure. No patient impact was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the stone basket was very long and did not had enough space to work in the ureter resulting the user to utilize another basket. There was problem in opening or closing the stone basket when the product was out of patient. The nurse observed the basket came out of the handle and the user did not turn on the screws present in it. Per follow up on 02oct2020, it was reported that stone basket was functioning properly. Later the first stone basket was removed, and another stone basket was used. When the basket came out of the patient, the nurse noted that the basket was out of the handle and length of the product was too long. It was noted that basket was coming out of the green sheath, but the doctor did not observe it during the procedure. No patient impact was reported.